Event description:
This (B)(6) male was implanted with a heartmate ii lvad on (B)(6) 2011. The patient reportedly did exceptionally well initially. Approximately two months ago, the patient began to demonstrate recurrent heart failure. Radiographic evidence suggested dislodgement of the outflow graft protector and obstruction consistent with an FDA class I recall notice of march 2012. On (B)(6) 2012, the patient was taken to the operating room for surgical exploration of the previously placed heartmate ii device and implementation of a new heartmate ii device. The patient tolerated the procedure well, with no apparent complications.